Event description:
Customer reports an electric shock from their adc device while charging. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of fire was observed. No corrosion was observed. The customer did not return the usb charger and usb cable. Built in reader test could not be performed due to reader was not turning on. The reader was observed to be not turning on with button, strip insertion or usb cable. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence of fire was observed. Liquid contamination on the pcba of the returned reader was observed .the returned battery voltage was measured, and it was not within specification range. Power consumption test could not be performed due to liquid contamination on pcba. The current draw on the returned reader was within specification. Reader could not be monitored under thermal camera during operation due to reader not turning on. The liquid contamination observed was the result of foreign ingress introduced to the pcba while in the hands of the customer. This contamination does not indicates product failure and was the result of misuse. Also, the lack of hot spots on the pcba through the thermal camera indicates the electronics of the reader were not producing excessive heat and thus is not the cause of the complaint. Therefore, the issue is not confirmed to use due to liquid contamination. If the partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports an electric shock from their adc device while charging. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.